Event description:
Cook Inc, Catalog #: MWCE-18-14-10-NESTER-01, 14cmx10cm Nester EmbolizationMicrocoil, Soft Platinum, 0.018in max. Lot # 16804628 used during on 7/16/2026 and lastcoil did not form correctly. Coil removed via snare.